Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the problem ¿focus not working¿ from the camera head was confirmed. The fse replaced the camera head to resolve the issue. The system was tested and verified as ready for use. From available information, there is no return material authorization (RMA) associated with this complaint. Therefore, there is no isi product expected to return for evaluation. Without the involved camera head, a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted simple prostatectomy surgical procedure, the customer had a camera focusing issue which did not resolve with troubleshooting. Ports were placed in the patient at that time. The procedure was aborted and re-scheduled to a later date.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer reported a camera focusing issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the caller to check the camera cable, then try with another endoscope, and power cycle the system, but the issue was not fixed. As reported, the customer aborted the procedure, and rescheduled the procedure to a later date. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was aborted post anesthesia. Ports were placed, but the patient cart arms were not docked. The patient was anesthetized for less than 15 minutes. The patient did not experience any complications.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The camera was was returned to the original equipment manufacturer (OEM) for evaluation and the reported issue was confirmed. Camera was out of alignment and needed adjustment. Camera housing components worn and had to be replaced. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.